Event description:
Healthcare professional reported a left side rupture confirmed via us. Healthcare professional later "irregular folds in the superomedial quadrant of the left prosthesis" via us and "a small component of extracapsular extravasation" via MRI and "calcification with benign radiological appearance" via mm and "capsular contracture grade I." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.